Event description:
The patient reported nerve pain in the left leg since implant. The catheter position was reportedly irritating the patient¿s nerve root. The catheter was replaced. The patient¿s status at the time of the report was alive and without injury. The medications infused were fentanyl and bupivacaine. The spinal segment had been partially revised. The patient reported pain relief in the right leg, though they still had pain in the left leg. The patient had bilateral pain prior to the implant.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).